Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Customer's blood glucose was over 300 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.